Event description:
The following was reported to gore from the viedoc 2003-sf study database: on (B)(6) 2022, this 60-year-old female underwent treatment for a lesion in the superficial femoral artery (sfa). The right common femoral artery (cfa) was accessed using a percutaneous technique and the left limb was treated. A thrombectomy was also performed. Three gore® viabahn® endoprosthesis with propaten bioactive surface devices and one cook zilver ptx stent were implanted successfully to the left proximal sfa. The initial lesion length was 40 cm. The vsx1 and vsx2 devices overlapped 100 mm and the vsx3 device overlapped 40 mm. Post-dilation was performed throughout the length of the devices. The vsx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. On (B)(6) 2022, the patient was reported to require a surgical reintervention for total vessel occlusion within the study devices. The devices were noted to be bypassed and patency was not restored. No procedural complications were reported and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
B3 date of event was updated. B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician suspects that the cause for the total vessel occlusion within the study device belongs to the change of the anticoagulation treatment. He stated that the patient changed the anticoagulation treatment on (B)(6) 2022 from clexane (low-molecular-weight heparin (lmwh) to sintrom (oral anticoagulant), and the adverse event occurred about 10 days later. Furthermore, the patient continued smoking. Reportedly the patient had a tasc ii type d pad and the physician documented in the study database that the primary relationship of the device occlusion is disease-related. Furthermore, the changed medication might have contributed to the occlusion of the vsx device consistent with a cause traced to patient condition, but this could not be independently confirmed during the investigation based on the available information. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore from the viedoc 2003-sf study database: on (B)(6) 2022, this 60-year-old female underwent treatment for a lesion in the superficial femoral artery. The right cfa was accessed using a percutaneous technique and the left limb was treated. A thrombectomy was also performed. Two gore® viabahn® endoprosthesis with propaten bioactive surface devices were implanted successfully to the left proximal superficial femoral artery. Post-dilation was performed throughout the length of the device. The vsx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. On (B)(6) 2022, the patient was reported to require a surgical reintervention for total vessel occlusion within the study device. The device was noted to be bypassed and patency was not restored. No procedural complications were reported and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested from the study coordinator, but not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.